Event description:
It was reported that the anesthesia workstation failed the pressure transducer test during system checkout. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. Based on provided device's logs, the pressure transducer zero offset drift was noticed for inspiratory pressure transducer printed circuit board. It remains unknown if recommended replacement was performed. The pressure transducer printed circuit board is part of the pressure measuring in the system. A faulty pressure transducer printed circuit board may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. The device's logs were received and evaluation of the test log shows that pressure transducer test failed on 18th september, 2023. The logs show that the test failed due to that the zero pressure offset had drifted outside defined intervals (drifted more than +/-300 mv from factory default), for inspiratory pressure transducer printed circuit board. Mentioned pressure transducer printed circuit board measured that zero pressure offset was between 1.076 - 1.106 v. The root cause of the pressure transducer printed circuit board failure in this complaint has not been determined. A correction of field # brand name and # version or model# was required. Brand name - previous brand name: flow-I, corrected brand name: flow-I c20 anesthesia system version or model # - previous version or model #: flow-I c20, corrected version or model #: 6888520.

Event description:
Manufacturer's ref. #: (B)(4).